Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2015; 5076-58 lead, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) tip to coil impedance measured out of range, measuring 0 ohms. The pace/sense portion of rv lead is capped. The defibrillation coils remain in use. The device was turned off. No patient complications have been reported as a result of this event.